Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05182 / 05183).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, loss of range of motion, lack of mobility, metal poisoning, metallosis and elevated metal ion levels, this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows patient underwent a revision procedure (B)(6) 2014. The head and taper insert were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, loss of range of motion, lack of mobility, metal poisoning, metallosis and elevated metal ion levels, there has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, loss of range of motion, lack of mobility, metal poisoning, metallosis and elevated metal ion levels, this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows patient underwent a revision procedure (B)(6) 2014. The head and taper insert were removed and replaced. Additional information received in patient's operative notes reports patient was revised due to pain and elevated metal ion levels. Operative report further noted the presence of discolored tissue and metal debris.